Event description:
The MFR rec'd info alleging a ventilator's pressure manometer would not return to zero and the pt "turned blue." The pt was placed on another device w/o further incident.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint could not be confirmed or duplicated. The device passed all testing and was found to operate as designed.